Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1: patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I total hcg result for a patient sample. The following data was provided (customer¿s reference range <5.00 miu/ml is negative): 15aug2024 sample ID (B)(6) initial result = 48.7 miu/ml, repeat = <1.2 miu/ml, new sample obtained and result = <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Updated information in section d10 - concomitant product and h4 - device mfg date the field service representative (fsr) inspected the instrument, performed troubleshooting procedures and discovered that the wash zone probe was obstructed. The wash zone probe was cleaned which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the wash zone probe did not identify any trends. Device history record review did not show any non-conformance's or potential non-conformance's for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the wash zone probe was identified.

Event description:
The customer observed a falsely elevated alinity I total -hcg result for a patient sample. The following data was provided (customer¿s reference range <5.00 miu/ml is negative): on (B)(6) 2024 sample ID (B)(6) initial result = 48.7 miu/ml, repeat = <1.2 miu/ml, new sample obtained and result = <1.2 miu/ml no impact to patient management was reported.